Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation (fatigue and loss of appetite and weight gain, which are common symptoms of tricuspid regurgitation). The right ventricular (rv) lead was repositioned and later removed as the issue was not resolved. No further patient complications have been reported as a result of this event.